Event description:
The patient reportedly is experiencing a decrease in performance and open and shorted electrodes. Programming changes have been made, however, the issue has not been resolved. Revision surgery has been scheduled.